Event description:
On (B)(4) 2013, it was reported that the patient's blood glucose monitor had a vertical line going across the center of the display affecting the numbers displayed. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
(B)(4) confirmed the meter for display defect; a thin vertical line appears on the middle of the meter display screen. (B)(4) observed that the location of the line does not interfere with results display, therefore misinterpretation of bg results or insulin amount is not possible. (B)(4) observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens correctly in the order of red, blue, green, and white with the line appearing in the middle of the screen running from top to bottom. Upon powering the meter on, without holding power button, the line appears on all screens and during performance testing.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.